Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further specified as external environmental factor and an unspecified break in aseptic technique when changing solution. The event was reported to have spanned within a three month period. On an unreported date, the patient was hospitalized and treated with cephalosporin intraperitoneally (dose and frequency not reported). At the time of this report, hospitalization was ongoing and the patient had not recovered from the event. Pd therapy was ongoing. It was not reported if the patient had been retrained on proper aseptic technique. Additional information is not available.